Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, information provided was sufficient to determine a root cause. The root cause of the delivery issues was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support the device lost optimal position. After multiple attempts were made to reposition the device, the decision was made to replace the device with another impella rp device. Additional information was provided that noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.